Manufacturer narrative:
Additional, changed, and/or corrected data:

Event description:
Healthcare professional reported right side "textured to smooth exchange and a device rupture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "textured to smooth exchange. And a device rupture". The device remains implanted.